Manufacturer narrative:
Article citation: applebaum, serina s, et al. ¿surgical outcome comparison of open conjunctival ab externo xen 45 gel stent implantation vs trabeculectomy in open-angle glaucoma.¿ journal of current glaucoma practice, vol. 19, no. 4, 15 dec. 2025, pp. 158¿167, pmc.ncbi.nlm.nih.gov/articles/pmc12780353/, https://doi.org/10.5005/jp-journals-10078-1493. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. These events are a known potential adverse event addressed in the product labeling.

Event description:
The article "surgical outcome comparison of open conjunctival ab externo xen 45 gel stent implantation vs trabeculectomy in open-angle glaucoma" noted that 34 eyes were implanted with a xen®45 gts experienced adverse events including 8 eyes experienced a choroidal effusion; 4 eyes experienced hyphema; 4 eyes experienced shallow anterior chamber; 1 eye experienced a suprachoroidal hemorrhage; 1 eye experienced recurrent ac inflammation; 1 eye experienced a corneal epithelial defect; 1 eye experienced a retinal tear and patient underwent a retinopexy; 1 eye experienced kissing choroidals; 1 eye experienced preseptal cellulitis; 1 eye experienced cystoid macular edema; 7 eyes in the xen group were considered a failure due to either due to inadequate iop reduction from baseline or elevated iop; 1 eye experienced an exposed gel stent that required a revision surgery; and 5 eyes required needling. In addition, other surgical and medical interventions occurred that were not tied to a specific event or patient including 5 other eyes requiring revision surgery, 2 ac reformations, 11 5-fu injections, 2 ac paracentesis, 2 yag capsulotomies, and 1 choroidal drainage.